Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the acl operation, connect with generator, does not function at all. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device was received and evaluated. No showed saline residue on distal tip, signs of activation on the tip. The electrode was tested, and presented failures on both modes. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr s90 4.0mm w/integr hdp: the device was not returned in the original packaging, the device was not returned in the original packaging, the distal tip shows no obvious signs of use, saline residue visible in suction tube, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter as a result the active continuity test fail the remaining test were pass. To investigate the active continuity failure, the handle was opened up and continuity checks performed. The device was functional testing using vaprvue generator the test included different values as a setting and the activation in ablate and coagulation fail. Further investigation: the performance of the device was further assessed by activating via the ablate yellow foot pedal for an extended period. The continuity was re-measured and found to have reduced but still out of specification. Supplier summary: the investigation substantiated the customer¿s claim that the device did not work. A break in continuity across the electrical crimp was discovered. During the activation test no output or errors were seen following an extended activation period. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented. Crimp wire jig was introduced for this device via co. The complaint device investigated was manufactured prior to this change. A manufacturing record evaluation was performed for the finished device [u1905006] number, and no non-conformance's were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that during the acl operation, vapr s90 4.0mm w/integr hdp -ea, connect with generator, does not function at all. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.